Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube o-ring. The pump was received with minor scratched lcd window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump is broken at reservoir connection. The customer stated that it is missing the plastic guard and the o-rings.